Event description:
Reported to co sales rep by the user facility. Product was placed on pt on the morning of 3/19/98. Inservice on product had been done on five occasions on 3/12/98, and on two occasions on 3/13/98. An attendance roster was kept and all attendees were asked to register. On 3/20/98 at approx 10:30 a.m., a "code blue" was called on the pt. It was reported that the pt's anesthesiologist had visited the pt and had "suctioned" the pt. Upon completion of the procedure, the suction catheter was left extending into the pt airway and not isolated in the product's isolation chamber. The ventricular alarm system "alarmed" attendants of a problem.